Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, multiple episodes of over-sensing noise and low, out-of-range pacing lead impedance were noted on the right ventricular (rv) lead. No intervention was performed and the rv lead is currently being monitored. The patient was stable following this event with no adverse health consequences.